Manufacturer narrative:
The navigation system was shipped to medtronic for evaluation. The flat emitter for the navigation system was tested and found that the mean+3stfd testing was above the required threshold.

Manufacturer narrative:
The analysis of the navigation system found that the system functioned as designed and medtronic personnel were unable to replicate the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Device evaluation: the main cart from the navigation system was returned to the manufacturer for evaluation without the proper monitor or arm packaging. However neither exhibited any damage. On the flat emitter bucket the upper left cord wrap was broken off and in the front bucket. The returned cart was tested 6 different times. All tests passed. No fault was found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. However, the system was missing a power cable, which was replaced. The exam archive was received and evaluated by medtronic personnel. It was found that the tracer registration performed returned an error metric acceptable for the procedure. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) case, the physician was able to pass registration and navigate accurately, however, after approximately 2 hours of navigation, the site lost accuracy and was over 1cm off in the posterior direction. The case proceeded and was completed with no impact to the patient. It was reported that there was no metal interference being exhibited and all instruments were verifying fine. There was no reported delay to the case.